Event description:
It was reported via a call from the cardiac surgery intensive care unit rn to the clinical support specialist (css) at 2305 mst on (B)(6) 2013 that they had not EKG signal on the autocat2 wave intra-aortic balloon pump. The rn stated they did have a signal before, but that it is gone now. The fiberoptix sensor (fos) intra-aortic balloon (iab) had been placed approx 9 hrs prior to the event w/o issue. They have changed the cables and the pump for a different one and it is working well w/o problems. The rn was calling they need to do for changing out the pump. The pt had the iab placed in the cath lab with a plan to have a coronary artery bypass graft in the morning. The css verified that the pump was providing support for the pt. It was currently using the pattern trigger and meeting the goals of therapy as stated by the rn, however the rn stated that the fos pressures weren't the same as they were before. The pump was also displaying a message for fos out of range. The css walked the rn through a map (mean arterial pressure) calibration and the pressures are now more like they were before and match the pressures from the central lumen. The fos out of range message was still present and the fos status code was pl (pressure limit). They repositioned the pt, flushed the central lumen and applied slight traction to the iab with no change to the fos out of range. The css explained to the rn that as long as they have a good ap (arterial pressure) signal from the fos they can continue to utilize that. The css also recommended that if they should lose the fos signal they could then use the central lumen as the ap signal. The rn states that they are going to send the original pump to biomed to be checked out. There were no pump strips generated for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is stable.

Manufacturer narrative:
(B)(4).